Event description:
It was reported that during an atrial fibrillation (afib) procedure, the patient became hypotensive. The ultrasound showed a pericardial effusion. A pericardiocentesis was performed and approximately 600 ccs of fluid was removed from the pericardial space. The patient was stabilized and the procedure was completed. Upon request, additional information was provided on the event. During rf ablation in the left atrium, the patient became severely hypotensive. A pericardiocentesis was performed successfully. The bleeding slowed and then stopped and the patient was stable. Additional rf was applied until the patient was restored to normal rhythm. This event occurred during the ablation phase. The physician stated that he felt that the causality of the perforation might be due to the thermocool sf navigational catheter and possibly his aggressive power usage of 50 watts. Or it was due to a combination of both. He stated he never had this problem with regular thermocool catheters. He feels it is not related to the stiffness of the sf platform. There were no other factors that contributed to the cardiac perforation. The physician did not experience any difficulty in manipulating the catheter. There were 20 ¿ 25 ablation applications delivered to the patient before the event. The rf generator was set to power control mode. There was a steam pop at 50 watts . The power was manually increased from 30 to 50 watts in 5 watt increments over about 10 seconds. The temperature cut off setting was set to 42 degrees. The flow setting was set at 15cc/min. A st.jude 8.5 french slo sheath was used. The act was maintained between 300 and 350s. All cardiac tamponades are potentially life threatening if not treated appropriately.

Manufacturer narrative:
Evaluation summary. (B)(4). It was reported that during an atrial fibrillation (afib) procedure, the patient became hypotensive. The ultrasound showed a pericardial effusion. A pericardiocentesis was performed and approximately 600 ccs of fluid was removed from the pericardial space. The patient was stabilized and the procedure was completed. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, the catheter was tested and it passed electrical, temperature and generator tests. Also a deflection and flow test were performed and the catheter passed all tests. A calibration test was then performed and the catheter failed the calibrations check test. The device was dissected and discovered that there was a leakage at the y coil of the sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. The catheter failed the calibration check test due to a leakage on y coil and is not related to the reported failure. However, the root cause of the pericardial effusion remains unknown.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: carto 3 system - model #: m-4800-01 , serial # (B)(4). Coolflow pump - model #: m-5491-02, serial #: (B)(4). Stockert 70 system - model #: m-5463-01 , serial #: (B)(4). Webster cs with auto ID - model #: d-1353-03-s, lot #: 15681609ma. (B)(4) are related to the same incident. (B)(4). Event description continuation: the cardiac ejection fraction was severely reduced until the pericardial space was evacuated of blood. I would categorize this as severe impairment. It was planned to have the patient stay overnight. The patient was discharged without further complications the next day at the planned time. Most likely the patient will have a low hemoglobin for a few weeks. There was a stryker reprocessed 3d ultrasound catheter used. The physician does not feel this had any involvement in the event.